Event description:
It was reported that this patient received an inappropriate shock due to noise in (B)(6) 2025. The patient had not had a follow up in over three years and decided to come in for a follow up in (B)(6) 2026. Noise was reproduced in all vectors. The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.